Event description:
The field reported at device change-out, insulation damage was observed at the subclavian passage. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found insulation damage at 31.3 cm from the distal end due to clavicular crush. Electrical testing showed normal characteristics.